Event description:
Per the nca report: during cementation of the tibial component with palacos r+g heraeus cement and implantation as required, 2 of 4 pe-caps get loose during pressing the component into the cement. Therefore, no adequate pressure can be build up and the squeeze of cementing is not ensured. This problem happened before and was communicated to manufacturer but no product problem was found.